Manufacturer narrative:
Despite efforts, this device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon the patient's presentation for explant of their implantable cardioverter defibrillator (ICD) due to normal battery depletion, high out-of-range right ventricular (rv) lead shock impedance measurements were observed. It was noted that shock impedances had gradually and steadily increased over the prior nine months. The physician elected to explant and replace the rv lead in addition to the device. The patient was reported to not require pacing therapy and no adverse patient effects were reported.